Manufacturer narrative:
The device is expected to be returned however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.

Event description:
It was reported that an occlusion alarms occurred. Reportedly, the customer has been using cold insulin with pump. Tandem technical support informed customer that they should be using room-temperature insulin. The customer's blood glucose was 122 mg/dl. The customer declined troubleshooting with tandem technical support, a replacement pump was sent to the customer to resolve the issue.